Event description:
It was reported that the surgeon inserted the intra aortic balloon (iab) according to standard operating procedure. When the catheter was in place, the surgeon connected the pressure monitoring set to the pump, and turned on the pump. When the pump began to work, blood was found at the connecting point of the catheter and the pressure monitoring set. The surgeon then changed the pressure monitoring set, however, blood was found again at the same place. The surgeon "ensured that there was nothing wrong on the connection of the catheter and the pressure monitoring set". The surgeon exchanged the iab catheter, everything was "ok". The removed iab catheter was checked, and "a crack was found at the connecting point to the pressure monitoring set, the leaked blood must be due to this crack".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.